Event description:
One of four 4 teeth missing -- could have broken off into the bone. Sales rep confirmed that the broken tip was noticed during the surgery, when the surgeon went to place another anchor. He told the rep, there was a small fleck buried underneath the bone on the image. There are currently no plans to take any further action. There have been no reports of any ill effects from the pt as a result.

Manufacturer narrative:
Device was manufactured prior to CAPA-(B) (4) being opened to address tips bending and breaking. CAPA states "remove taper from distal end of guide, resulting in an increase in wall thickness." (B) (4)